Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord connector. The system operates as intended.

Event description:
It was reported that the system displayed overload errors and shut down on its own. No patient injury was reported.